Event description:
During the battery exchange it was noted that there was a calcium layer or crust around the generator to be explanted. Dr puri asked if there was a chance that the battery leaked. Battery was low after 6 years of service and patient was well controlled. The device will be sent in for evaluation.